Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurred vision, best corrected visual acuity (bcva) 20/30. The lens was exchanged in a secondary procedure. Additional information has been requested and received which states there was no patient harm. It is unknown if the patient¿s issues have been resolved. The doctor¿s still waiting to see the patient for post-operative appointment.

Manufacturer narrative:
The product was not returned. The file will be reopened if the sample is received. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, monofocal lens model. The account indicated the product was not available for evaluation. No additional information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).